Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to brand name of the USA cleared device with the following 510(k) number - k181407. Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q zeego system. During an emergency patient procedure, no system movements were available. The patient had to be moved to complete the procedure on the an alternate system. We have no indications of any adverse effects on the health status of the involved patient.